Event description:
During a lens implantation procedure, the lens broke into three pieces. During the retrieval of these pieces, the iris of the pt's left eye was lacerated. The area was sutured and a new lens implanted without further incident. The lens MFR was notified.